Manufacturer narrative:
On 02/08/2016 the field service engineer (fse) observed air bubbles in the rinse pump and the color gravity module (cgm) tubing. Per the fse, the air bubbles were being introduced into the rinse pump and the cgm tubing by the old iwash tubing. The fse replaced the iwash tubing to resolve the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca is failing bilirubin and cb is failing urobilinogen & leukocytes on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.